Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant product: 5076-45 lead, implanted: (B)(6) 2009.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to oversensing of noise with non -sustained tachycardia (nst) episodes and high sensing integrity counter (sic) count. The non-physiologic oversensing was observed in electrocardiograph and real time pocket manipulation of the lead. The lead was suspect of a fracture. The lead was programmed off until lead revision. The pace/sense of the lead was capped leaving the high voltage coils in use and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.